Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process; insulin was squirting out of the tubing. The patient's blood glucose at the time of incident is unknown; however, the patient's current blood glucose is 256 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped, dropped, or exposed to moisture. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump may be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty for sensor resistor. No compromised force sensor system alarm. The insulin pump was received with currents within specification. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip, cracked lcd window and missing the end cap sticker.